Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status, 156 charging cycles were recorded in the devices memory. The memory content of the device was inspected. The inspection revealed 65 episodes of regular vf and nst detection in the time of 11:31 am to 12:53 pm on november 25, 2023 due to intrinsic signals that largely led to full energy therapy delivery. The analysis of the shock holter data showed that an amount of 91 charging cycles was performed by the device within 1 hour and 22 minutes on november 25. As a result of that fast successive charging the eos battery status had occurred. The amount of charge taken from the battery was verified, revealing the eos battery status to be as expected. In conclusion, analysis of the memory content revealed a high number of regular vf episodes on november 25, 2023. Within 1 hour and 22 minutes 91 charging cycles were performed by the device. The activation of the eos status resulted from that fast successive charging. There was no indication of a device malfunction.

Event description:
The doctor reported the patient felt several shocks. When he performed interrogation, the device showed eos detected. The device was explanted. Should additional information be received, this file will be updated.